Manufacturer narrative:
Evaluation summary: the inner insulation of the lead became extrinsically distorted due to kinking/buckling, and visual summary ana lysis of the lead indicated damage at implant and stretching; full lead returned and analyzed.

Event description:
It was reported that during the implant attempt, the was lead placement difficulty. The helix was deployed and retracted 3 times before failing to retract on the 4th attempt. It was also noted that 35 counterclockwise rotations were applied with the fixation tool. The physician attempted to breach the insulation and insert a guide wire into the lead body as a method to avoid a new subclavian puncture. However, this attempt was abandoned upon realization that the lead could not accommodate this maneuver. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).